Event description:
Olympus was informed that the device was used during an unidentified procedure in which the device was reportedly broken. There was no further detail provided, and no report of pt harm.

Manufacturer narrative:
Olympus followed-up with the user facility via phone and in writing to obtain add'l info, and was informed that the pt was unharmed, but there was no add'l detailed info provided. The device referenced in this report was returned to olympus for eval. The eval found the bending cover was torn and there was damage on the mesh unit at the lower portion of the bending section. There were sharp frayed wires protruding from the bending cover which caused the device to leak. The damaged mesh unit was determined to be due to physical damage. The device was refurbished. This report is being submitted as a medical device report in an abundance of caution.